Event description:
It was reported that the patient was admitted to the hospital with chest pain. The right ventricular (rv) lead had increased threshold, decreased impedances and decreased r-wave sensing. An echocardiogram was performed and it was unknown if the physician was able to visualize the lead position. The lead was repositioned and remains in use. The patient also underwent a thoracotomy to remove a large blood clot around the left lower lung lobe. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.